Event description:
Allegedly the blade separated during surgery and had to be retrieved causing a delay in surgery. Approximately 45 mins.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. Photographic images were made. (B)(4) - evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete.